Event description:
The pump was reported as not functioning, and an occlusion was identified in the device. It was unclear whether the patient was involved in the event. No additional adverse consequences were reported.

Manufacturer narrative:
B3: date of the event was unknown, no information has been provided to date, so I take first date of the aware date month. The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.